Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and cutting of the delivery catheter, the valve was not properly cut using a competitor cutter and stuck to the lead. It was noted the catheter was cut with a scissor and the procedure was completed. No patient complications have been reported as a result of this event.